Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes telemetry a nd output anomalies, no capture and high lead impedance on the atrial channel.